Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device failed a battery removal test. After the main printed circuit board assembly was replaced, the epg operated normally and it was sent back to the customer. (B)(4).

Event description:
It was reported that when the external pulse generator (epg) was connected to a patient, the epg was not backed up and shutdown immediately after the battery was replaced during pacing. The battery was replaced in a short time. The epg was then turned on and it restarted. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the supercaps failed in-circuit, surge current was below normal, and the battery removal test failed. After the supercaps were replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by capacitor component failure.